Event description:
On 08-nov-23, nurse assist received a complaint via phone from (B)(6) of the following event: description from nurse assist customer service e-mail: this customer used the product to treat an open wound. That open wound cause 3 large abscesses. They used the 6240 bottles and ordered it from amazon on may 8, 2023. Since it been a while they no longer have the bottles.

Manufacturer narrative:
Was unable to receive lot number from consumer.